Event description:
Produce involved is the CPAP -adjusted pressure- machine made by resmed. The nasal -cannula-type- face piece was selected and tried briefly prior to checking the machine out for two week trial. I noticed a strong scent on the hoses and nasal piece, as I have been assumed to be latex allergic. The staff did not believe this to be the case, and stated that citriguard had been used as a disinfectant on the hoses. After this brief contact -less than 2 minutes- with the hoses under air pressure, my sinuses burned for the next 6 hours. Later that evening I attempted to wash the hoses with soap and water, hoping for extra rinsing of any disinfectant if that was causal. Accidentally I brushed my hand on my eye without realizing it and within minutes got marked burning at that site. I did not attempt further trial with this equipment. I called resmed, who states that their hoses and pieces are made of 100% silicone. I must conclude I am at risk for silicone sensitivity to equipment of this type. I actually had severe reaction with red streaks up my arms 4 years ago while counting pills in a volunteer pharmacy in our area. My face would burn with contact from my hands. While this was assumed to be due to latex in the drug packaging, I begin to seriously wonder if a silicone reaction is possible, as silicone pellets lay in most drug bottles and were encountered as well with most every dispensing. I wish to report this as a silicone reaction or a reaction to citriguard with suspicion of the former. I do this because silicone is considered to be so inert. If people are having serious reactions it may never be as clear as in the above case, further hazard may be presenting itself to those at risk. It is disturbing to me.